Event description:
Patient was revised to address instability issues. Minimal osteolysis was found around proximal stem and cup. Poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.